Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the lead noise had been over-sensed. The physician was consulted for next steps. No adverse patient consequences were reported.